Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("daily headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, headache, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, headache and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.